Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. A root cause could not be determined. A replacement transmitter was sent to the customer. Reportedly, the customer continued to use the transmitter. The transmitter and pump were positioned on the opposite sides of the customer's body. No additional patient or event information was available.